Manufacturer narrative:
Event date: unreported date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle at the end cap of the dialyzer from a polyflux 170h dialyzer that was noticed during setup. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye, a black particulate matter was found inside the header cap. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.